Event description:
Note: this MFR report pertains to three of three devices used during the same procedure. Refer to associated MFR reports # 3005099803-2013-02087 and 3005099803-2013-02088 for a description of the other devices. It was reported to boston scientific corporation that an advantage fit system was implanted (B)(6), 2010.according to the complainant, the patient experienced an unknown injury. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.